Manufacturer narrative:
Additional information was received that during an elective ipg replacement procedure on (B)(6) 2018, the lead extension was accidentally damaged during the procedure, therefore, the physician replaced the lead extension on (B)(6) 2018. The physician assessed there was no device malfunction associated with either device. As the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However, a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the dbs patient was admitted on (B)(6) 2018 do to high impedances on the right lead extension. The patient underwent a right lead extension replacement procedure on (B)(6) 2018 and the event has resolved.

Event description:
A report was received that the dbs patient was admitted on (B)(6) 2018 do to high impedances on the right lead extension. The patient underwent a right lead extension replacement procedure on (B)(6) 2018 and the event has resolved.